Manufacturer narrative:
Device passed displacement test and selftest. Device was monitored and functioning properly. No missing segments or partial display during test. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had scratches on the lcd screen and customer was unable to read screen all the time. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The insulin pump will be returned for analysis.